Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with a component of vega knee implants. According to the complaint description, a poly swap was scheduled. Additional information was not provided but has been requested. The adverse event is filed under aic reference xc 100038216 cc 400694247

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.